Event description:
It was reported that during a gastric bypass procedure, the buttons were sticking. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 10/10/2008. Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.